Event description:
It was reported that the customer was hospitalized due high blood glucose. The customer's blood glucose level was 325 mg/dl. The customer was admitted at (B)(6). The customer cause of hospitalization per healthcare provider was diabetic ketoacidosis. The patient was in three months of therapy. The customer was wearing the insulin pump in time of hospitalization. The customer was offered high blood glucose troubleshooting but declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.